Manufacturer narrative:
The field service engineer (fse) had noted that the disinfectant solution (acecide-c) was not replaced properly according to the manufacturers instructions. Fse called a meeting with the facility staff to educate them on the lcg warning icon (on the top panel display), and what it means when blinking and how to read the lcg usage. Fse informed the customer biomed that the disinfectant needed to be replaced before the waterline/water piping can be performed and showed the biomed how to drain the disinfectant and load new one. Biomed replaced acecide-c, tested mrc according the test strip instructions. The staff was advised that all the scopes reprocessed with the expired disinfectant needed to be reprocessed again. Director of respiratory of the facility confirmed that no scopes reprocessed with expired disinfectant were used on any patient. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, when the field service engineer (fse) was on site to aid the customer biomed to change the water filters, the fse observed that the lcg light of the device was blinking, indicating the disinfectant needed to be replaced. The disinfectant had expired six days prior. Upon checking the log, though scopes had been reprocessed with the expired disinfectant, the scopes were not used on any patient and were still within the seven day hang time policy of the facility. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates. The device history record review confirmed that device conformed to specifications at the time of shipping. The device has no repair history.